Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The customer was contacted for return of the suspect product. The customer has responded and indicated they replaced the batteries and the device is now working as expected. The product will not be returning to zoll.